Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient called the rep and left a message that the battery would not charge. It was reported that the cause of the device not charging was due to the patient having open heart surgery. The patient is considering replacement. The device not charging was not resolved. No further complications were reported or anticipated.